Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in oct/nov 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis occurred one week after a new pd catheter was placed. Initially the reporter stated the cause of the peritonitis was unknown; then stated the cause was due to minicaps. It was reported the patient was not hospitalized for the event. The patient was treated with unspecified antibiotics for the event. The transfer set was changed. The patient outcome was not reported. Pd therapy was placed on hold and the patient was transferred to hemodialysis. No additional information is available.